Manufacturer narrative:
It has been communicated that the device and/or lot info is not available for evaluation. Without the device and/or lot info, it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot info does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.

Event description:
Rep reported that there was a leak in the valve found a while after surgery. The device was explanted. The faulty valve was replaced with a new one. The surgeon wasn't sure if the valve was faulty or if they had done something on implantation to cause the leak. The valve has been discarded.